Event description:
During a clinic follow-up, the device was able to be interrogated using inductive telemetry but was unable to be interrogated using bluetooth (ble) telemetry. No intervention has been performed at this time. The patient was stable and will continue to be monitored.